Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the patient that she feels a burning under her skin. Every day for 2 weeks. Did not contact the doctor. Wore unit for 5 hrs a day. Only feels when she puts it on. After 10 -15 minutes. Only on the left side. Tried moving the electrodes around still gets the burning only on the left. She does have screws in her back. Advised the patient to stop wearing the unit and to contact the doctor right away and to call us back with the update. No products were shipped to the patient and no products to return. Update: second attempt made by phone. The patient stated that her doctor advised for her to discontinue treatment with the device. She still has the device. But her doctor did not advise for her to return the device. The patient was told to contact customer service to request a label if she decides to return the device. No product was returned for evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she feels a burning under her skin. Every day for 2 weeks. Did not contact the doctor. Wore unit for 5 hrs a day. Only feels when she puts it on. After 10 -15 minutes. Only on the left side. Tried moving the electrodes around still gets the burning only on the left. She does have screws in her back. Advised the patient to stop wearing the unit and to contact the doctor right away and to call us back with the update. No products were shipped to the patient and no products to return. Update: second attempt made by phone. The patient stated that her doctor advised for her to discontinue treatment with the device. She still has the device. But her doctor did not advise for her to return the device. The patient was told to contact customer service to request a label if she decides to return the device.